Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One zimmer healing collar was returned for inspection. The device shows signs of wear consistent with use, and the threads on the shank are noted to be compressed and damaged at the engaging surface. Functional testing noted that the device no longer seats with a mating in house implant due to this damage. A malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing collar (hc445) would not seat onto the implant. No reported delay or additional appointment was required.